Event description:
It was reported that before use on a patient, the screen for the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The dealers getinge trained field service engineer (fse) evaluated the iabp unit and was able to duplicate the customer's reported issue. The fse cleaned and re-plugged the signal board contact cable in the screen. The fse suspected that the contact oxidation and dirt may have caused the screen to flicker. The fse cleaned the contact and noted that the screen's condition improved. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that before use on a patient, the screen for the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involved and no adverse event was reported.